Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise that was reproducible with arm movements and isometrics. The caller also reported noise on the implantable pulse generator (ipg) to the right ventricular (rv) lead coil as well with the same movements. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.